Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient will need to undergo a revision surgery due to loosening of the tibia and talus implants.

Manufacturer narrative:
Please note the corrections regarding h6 results and conclusion codes: the reported event was confirmed, based on available medical records and medical experts¿ assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert, and he opined that the device has been used as intended. Both tibial and talar components are intact. Underlying reason for revision is most likely related to poor bone stock of the patient which can be due to multifactorial reasons. Based on investigation, the root cause was attributed to a patient-related issue. The failure was most likely caused due to poor bone stock. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient will need to undergo a revision surgery due to loosening of the tibia and talus implants.